Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a spine approach open procedure, the surgeon fully squeezed the clip applier and deployed the clips. Upon inspection of the clips, the surgeon noticed that the clips were not fully closed and were floating. Upon firing the second clip applier, the first clip did not form properly, but subsequent clips formed without incident. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with two remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and a scissored clip formation was observed. The remaining clip was then fired on test media and scissored clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws and/or scissored clips condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.